Manufacturer narrative:
Returned product was examined. The plate was visually examined and appear to be bent and was too damaged. Additional mdrs associated with this event: 3025141-2019-00267: screw.

Event description:
While implanting an elbow plate, the surgeon was tightening the last screw when the head snapped off. The surgeon removed the entire plate and screws, including the broken one, and replaced it with a competitor's plate. There was a delay of 1 hour in the surgery.